Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reliability laboratory technician. St. Jude medical (B)(4) reliability laboratory. No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that a partial lead was returned. The outer coil was fractured at 28.5 cm from the connector pin due to clavicular crush.